Manufacturer narrative:
Findings: pump passed operating current, unexpected restart error test, displacement test but compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to performed occlusion, prime and excessive no delivery test due to compromised force sensor alarm. No low battery alarm during test noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and broken battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had damage and low battery. Customer's blood glucose at time of incident was 130 mg/dl. Customer stated that there is a piece that is broken off on the backside of the battery compartment. Customer does not know how the damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.